Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d170106-2 ). The control solution tests for level low were 206/213 mg/dl, for level high were 444/388 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 190~300 mg/dl. All results were out of the acceptance range. The desiccant in the test strip vial were discolored. We tested the retain strips of same bacth (strip lot number:d170106-2 ) from our warehouse. The control solution tests for level low were 52/55 mg/dl; for level high were 235/248 mg/dl. The control solution ranges are: level low 35~85 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass . According to above tests, we found the meter was operated within specification but result of incorrect readings from patient's strip might because patient stored the strips in a uncontrolled or improper environment and lead to strips moist and produced incorrect high readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 10:00 pm after the end user alleged that he received higher than normal blood glucose readings from his prodigy diabetes meter. It was also discovered that the desiccants in the test strip vial were discolored indicating that they were not stored properly and were exposed to humidity or moisture. The end user was found unresponsive accompanied with a blood glucose reading of 184 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 41 mg/dl. The end user received an IV of fluid and his blood glucose increased to 130 mg/dl so therefore no further invention was warranted. No additional details were provided in regards to this medical event.